Event description:
Literature was reviewed regarding transcatheter aortic valve implantation (tavi) with self-expandable valve in a self-expandable val ve. The study population included 18 patients who were predominantly male with a mean age of 85 years old. All patients were implanted with a medtronic evolut bioprosthetic valve for the first and second implants. One death occurred within 30 days and two deaths within 1 year of implant; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: aortic regurgitation and aortic stenosis with the first implanted evolut valve, and stroke.  The authors concluded that self-expandable valve implanted inside a degenerated self-expandable valve is feasible, safe, and provides excellent hemodynamics. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Citation: staniloae et al. Redo-tavi with self-expandable in self-expandable valves.  Structural heart. (B)(6) 2025; volume 9, supplem ent 1100566.  Doi: 10.1016/j.shj.2025.100566. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.